Event description:
Patient reported obtaining back-to-back blood glucose results of 276 mg/dl and 128 mg/dl on the aviva system, strip lot 300414 with expiration date, 04/30/2008). Patient did not not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect product is the aviva strip.